Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported while pacing a pt on lead 1 and 2, the reading was off the chart. There was no report of pt incident.